Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID a2dr01 implantable pulse generator (ipg) implanted: 2013-(B)(6), explanted: 2013-(B)(6); product ID 5086mri implantable pacing lead implanted: 2013-(B)(6), explanted: 2013-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: a proximal segment of the lead measuring 49 cm was returned and analyzed. Analysis performed revealed no anomalies were found.

Event description:
It was reported that the patient developed an infection. The device and leads were removed and not replaced at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.